Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reporting that during a drain exchange procedure, the female's patient drain was leaking at the area where the catheter is attached to the hub. The drains were placed on (B)(6) 2016. The leak was noticed when the patient returned on (B)(6) 2016 to have the drains replaced.

Manufacturer narrative:
(B)(4). Investigation - evaluation : a review of the functional testing, drawings, documentation, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned for evaluation. Inspection of the mac-loc assembly, hub, and proximal catheter portion confirmed that leakage was occurring between the hub and catheter. There was no evidence to suggest that the flare diameter, amount of glue, and torque were not applied to specification. The product lot number was not available so a search for non-conformances on the device history record or other complaints related to this lot could not be performed. Based on the provided information and results of the investigation the root cause of the reported event may be related to a design deficiency. Measures have been initiated to address this issue. Monitoring for similar complaints will continue.